Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported the product emitted smoke.

Manufacturer narrative:
Alleged failure: smoke is generated from the hp. The motor kept running and could not be stopped. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be manufacturing. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported the the product emitted smoke.